Manufacturer narrative:
To date, the devices involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a spinal surgery procedure, the surgeon twice attempted to insert the vertebral replacement cage. Upon impaction, the endcap broke both times. He finally placed the cage on the third attempt, but was not satisfied with the placement. The surgeon then opted to use another available cage to complete the surgery. Integra has requested additional clinical information from the reporter, and the return of the complaint samples for evaluation.